Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery compartment was cracked, the battery cap threads were stripped, with intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 21-dec-2017. Device evaluation: the device has been returned and evaluated by product analysis on 02-dec-2017 with the following findings: a review of the black box showed no unexplained power interruptions. No damage was found to the battery cap. The battery compartment was cracked above and below the grip pad. The battery cap was unable to be tightened due to the battery compartment crack. The pump was run for 24 hours successfully. The pump was opened to find no damage to the power circuit.